Event description:
It was reported that during a treatment procedure, a guide wire fracture occurred. The target lesion was located in the iliac artery. This 180 x 25cm fathom 16 .016 guide wire was used with a non-bsc mirco catheter. When this fathom guide wire and the micro catcher were used, this fathom guide wire detached at the iliac artery. The fractured fragment of the fathom guide wire was successfully removed with a gooseneck snare. The procedure was continued with a different device. No further patient complications were reported and the patient's status is good.

Event description:
It was further reported that the procedure performed was an arterial infusion therapy for an intrapelvic tumor. The target lesion was non-calcified and mildly tortuous. The 180 x 25cm fathom 16 .016 guidewire fractured as the physician advanced the guidewire to the intrapelvic tumor.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was observed that the nitinol sleeve was fractured 10cm from the adhesive ramp, 5.5cm and 11.5cm from the tip. The appearance of the nitinol sleeve fracture surfaces shows signs of twisting, suggesting the guidewire may have experienced resistance. The corewire was fractured 10cm from the adhesive ramp. Magnified inspection of the fractured ends of the core wire and nitinol sleeve confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).